Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated he was concerned if the leads were still connected to the device. The patient noted he was told to not raise his hands over his head for six weeks after surgery, however he has raised them over his head three to four times times. The patient noted that he has felt a little twitching in his arm. Boston scientific technical services (ts) advised the patient to contact his physician's office and the patient noted he had an appointment the following day. Additional information was received that the field representative contacted the clinic and the patient had a routine wound check, but did not have a device interrogation at that time. The physician has made no further recommendations and the system remains in service. No adverse patient effects were reported.